Event description:
Boston scientific received that during a routine follow-up, this right atrial (ra) lead was found to have dislodged. A revision procedure was performed and the ra lead was repositioned. No programming changes were made. No adverse patient effects reported. Ra lead remains in service.

Manufacturer narrative:
Ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.